Manufacturer narrative:
Zimvie complaint number (B)(4). One implant and one 1 unknown biomet screw were returned for investigation attached in complaint). Visual evaluation of the as returned product identified bone debris on external threads. Damage to the implant was identified. The implant was fractured at the collar. A fractured screw was identified inside the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was low density (type IV). The reported device was located on tooth # 46 (fdi) and was used for approximately 2 years, 5 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j 1/8/2022. Information identified: 'contraindications' 'warnings' 'precautions'. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019. Information identified: 'precautions' 'breakage' 'warning'. Additionally, per the IFU, fracture/failure may result from patient factors such as clenching. DHR, sterilization, and complaint history review: (unknown biomet screw) DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
It was reported screw fractured.